Event description:
The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that he developed symptoms after his onetouch ultrasmart meter stopped powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated that the reported meter stopped powering on "2 months ago." He claimed that 10 days after the power issue began, he developed blurred vision and dizziness; however, it was noted that the patient did not receive any form of treatment was above and beyond his usual diabetes management. It would be helpful to know if the patient had a backup meter and if made any adjustments to his diabetes routine as a result of the power issue. It would also be helpful to know how long the symptoms lasted, if he tested on any other devices while he was symptomatic, and if and how he treated his symptoms. According to the troubleshooting performed with customer service, the battery needed to be replaced according to the battery usage and life. The patient did not have a replacement battery on the phone. No replacement products were sent since the patient wanted to replace the battery to complete the troubleshooting. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia after the meter stopped powering on.

Manufacturer narrative:
(B)(4). 510(k) # is k021819.